Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch and calibrated the table. System operates as intended.

Event description:
Customer reported the system intermittently locks up during longitudinal table movement. No pt injury was reported.